Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with an initial hyperglycemia event followed by hypoglycemia after receiving insulin from the ilet prior to breakfast, with a highest recorded glucose of 216 mg/dl and a nadir of 70 mg/dl, each outside range for about 30 minutes. Symptoms included no loss of consciousness, dizziness, or other acute clinical effects. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no hospitalization. Investigation included complaint review and user-reported event assessment with education and troubleshooting completed. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia and subsequent hypoglycemia in the context of meal timing and insulin delivery. It was concluded that the event was user-experience related with cause of glycemic excursions unclear and without confirmed device failure.